Manufacturer narrative:
Other applicable components are: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient was told to check their new ins¿ daily for battery level and charge them 2-3 times a week. The patient reported their tremors were getting worse since being implanted on (B)(6) 2019, and both ins batteries were still at 100% charge level after 5 days of being on. The patient was concerned that their ins batteries were not decreasing in battery charge level. The patient verified both ins¿ were on and directed to have the patient check their ins¿ with their hcp. Stimulation was shown to be on. Additional information was received: it was reported that the patient mentioned again that it was taking a long time to charge and said they went to see the doctor, but the programmer made them worse, while taking to long to charge. They said they had to press really hard on the incision and it hurt. They knew there was swelling after the surgery. Patient services would be sending a new ID card and adhesive discs. There were no further complications reported.